Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. There was no damage to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous cx lesion exhibiting 85% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. After pre-dilation using a 2.0x20mm solarice balloon inflated to 12 atm, the physician attempted to deliver the endeavor resolute device. Resistance was encountered and excessive force was used. The device failed to cross the target lesion and stent deformation was noted. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Procedure was completed with a 2.25x18mm non-medtronic device. The stent was not present on the delivery system when it was returned for evaluation, but the physician did not report or did not confirm a stent dislodgement. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.